Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jan-2023 h6: investigation summary thirty two samples received by our quality team for investigation. Upon visual evaluation, no defects or imperfections observed on the needles. Each sample was connected to a syringe with saline solution. 31 samples expelled the solution with normal flow, one sample appeared clogged, therefore incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. See h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they cannot push the meds through. Customer returns as defective.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they cannot push the meds through. Customer returns as defective.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they cannot push the meds through. Customer returns as defective.